Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted that the female connector was separated from the main body. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported issue was verified. The cause of the condition was determined to be due to inadequate solvent to the insert chip and mainbody during manufacturing. A batch review was conducted for both suspected lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Lot #: the customer reported two potential lot numbers: h19i04051 and h19l05061. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the twist clamp of a ce minicap extended life pd transfer set was ¿wrong¿; later described as damaged (the female connector of the minicap transfer set was separated from the mainbody of the twist clamp). This was noticed during use by the patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.